Event description:
It was reported that 20 bd ultra fine¿ pen needles clogged during use and were difficult to operate due to improper placement on the pen. The consumer reportedly reused pen needles. The following information was provided by the initial reporter: "item # 320122 lot 8242847 finding every 2-3 pen needle clog changes the pen needle until finds one that works. Consumer just started using pen needles 30 days ago. Wasted 20 pen needles so far. Consumer is reusing. Informed not to reuse and proper placement to treseiba pen."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications h3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 bd ultra fine¿ pen needles clogged during use and were difficult to operate due to improper placement on the pen. The consumer reportedly reused pen needles. The following information was provided by the initial reporter: "item # 320122 lot 8242847 finding every 2-3 pen needle clog changes the pen needle until finds one that works. Consumer just started using pen needles 30 days ago. Wasted 20 pen needles so far. Consumer is reusing. Informed not to reuse and proper placement to treseiba pen."